Manufacturer narrative:
(B)(4). Device evaluation: returned for evaluation was a 40cc 8.0fr fos iab. A 40cc inflation driveline tubing was also returned. The teflon sheath was approximately 27.3cm from the iab distal tip. The iab assembly had the pressure line connected to the iab luer. Some fluid was observed within the pressure line. The iab hemostasis cuff was connected to the cathgard. The one-way valve was tethered to the short driveline tubing. Blood was observed on the exterior of the bifurcate, cathgard, outer lumen, sheath, bladder and on the interior of the sheath sidearm and ap (arterial pressure) tubing. The bladder was fully unwrapped. The fos connector and cal key were examined. The fos connector was properly seated in the housing and both retaining tabs were intact. The center post of the fos was centered. The blue slide housing was examined and no abnormalities were noted. The cal key was intact. The bladder thickness was measured at various locations and was within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve and it held for at least 1 minute and then 30 seconds five separate times. The cal key and fos were connected to the iabp. The cal key was recognized. The fos was connected and the iabp zeroed the iab. The pump status displayed "ok" indicating the fiber is fully intact. The iab was submerged in water and leak tested. The unit failed leak test. However, no holes or leaks were detected on the bladder membrane. The iab was connected to a iabp with a lab inventory 40cc driveline tubing. The fos was zeroed. The iab was inserted into the "t" tube and 100mmhg backpressure was applied. The iab was pumped for 2 minutes until it alarmed. The pump alarmed "possible helium loss (2)" and stopped pumping. The iab was re-submerged in water and leak tested. The unit failed leak test. Again, no holes or leaks were detected on the bladder membrane. Air bubbles were noted exiting the fos connector. (B)(4) was previously opened / closed to further investigate this issue. Upon microscopic investigation , a void was confirmed in the adhesive/epoxy for the fos fiber at the bifurcate. A lab-inventory 0.025 inch spring wire guide (swg) was back loaded through the iab distal tip. Resistance was noted at approximately 24.3cm from the iab distal tip. The swg was able to advance through the central lumen; some blood on the swg was noted. The swg was front loaded through the iab luer. Resistance was noted at approximately 57.6cm from the iab luer. The swg was able to advance through the central lumen; some blood on the swg was noted. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of helium loss alarm is confirmed by the pump. The bladder membrane passed functional testing; however, a leak was detected through the fos connector. Corrective actions have been established for this issue, and this device was manufactured prior to the release of those corrective actions.

Event description:
It was reported that the rn from the cardiac cath lab called the clinical support specialist (css) due to consistent "possible helium loss alarms." They were concerned because the he (helium) was dropping by a couple of psi with every alarm. The rn had already confirmed there was no blood in the driveline; connections were secure, minimal ectopy (pvcs) and no visible kinking. The rn also confirmed the patient (pt) was not obese, the angle of insertion was not excessively steep and the md reported no tortuous anatomy. The intra-aortic balloon (iab) was inserted due to high edp (end diastolic pressure) at the end of the procedure. The md did state that the pt was stable with minimal support from the vasopressors. The css explained to the rn that the helium was decreasing slightly due to the use of helium to refill the system after the alarm as it vents to atmosphere. The rn verbalized understanding of this and that the possible helium loss alarm has nothing to do with the tank itself. The rn confirmed all of the above and that she has already tried switching pumps to see if that was the problem. The alarms persisted on the second pump. The css then recommended that the iab be removed as the alarms are happening right after one another. The rn stated that she had suggested this earlier, but the md wanted her to call us. The css explained that although she is not seeing any blood in the driveline now, it may not have worked its way down the shaft of the iab yet. The md (interventional card) then got on the phone and the css explained the same. The md stated he was going to remove the iab and not replace as the pt was stable with minimal vasopressor support. The md has no further questions.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the rn from the cardiac cath lab called the clinical support specialist (css) due to consistent "possible helium loss alarms." They were concerned because the he (helium) was dropping by a couple of psi with every alarm. The rn had already confirmed there was no blood in the driveline; connections were secure, minimal ectopy (pvcs) and no visible kinking. The rn also confirmed the patient (pt) was not obese, the angle of insertion was not excessively steep and the md reported no tortuous anatomy. The intra-aortic balloon (iab) was inserted due to high edp (end diastolic pressure) at the end of the procedure. The md did state that the pt was stable with minimal support from the vasopressors. The css explained to the rn that the helium was decreasing slightly due to the use of helium to refill the system after the alarm as it vents to atmosphere. The rn verbalized understanding of this and that the possible helium loss alarm has nothing to do with the tank itself. The rn confirmed all of the above and that she has already tried switching pumps to see if that was the problem. The alarms persisted on the second pump. The css then recommended that the iab be removed as the alarms are happening right after one another. The rn stated that she had suggested this earlier, but the md wanted her to call us. The css explained that although she is not seeing any blood in the driveline now, it may not have worked its way down the shaft of the iab yet. The md (interventional card) then got on the phone and the css explained the same. The md stated he was going to remove the iab and not replace as the pt was stable with minimal vasopressor support. The md has no further questions.